Manufacturer narrative:
(B)(4). Evaluation summary: this issue was confirmed during functional testing. Service determined that the cause was due to the air sensors being out of calibration. The air sensors were calibrated to resolve the issue. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that an flogard pump had an air in the line alarm. There was no patient involvement; therefore, no patient injury or adverse event was associated with this report. Additional information was requested and is not available.